Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.

Manufacturer narrative:
The user lost transmitter and patch since transmitter was not adhering to patch and then had a hypoglycemic event. The customer was issued replacement transmitter and patch. RMA was issued for transmitter and patch but was not received (since user lost it) and hence no confirmation or investigation of this complaint is possible. H6 result code updated to 3221. H6 conclusion code updated to 67.